Manufacturer narrative:
(B)(4). Batch # t5cf7p. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, noted the anvil gap was > 0.023¿. There were no issues removing the test skin from the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: this was the surgeon's third time using the powered circular. There were no issues in the previous two uses. The purse string looked good and when attaching the anvil, no tissue was bunched up. The firing of device seemed fine and the audible crunch was heard. The surgeon loosened two full 360-degree rotations. Device was turned 90 degrees left and right and tried to fishtail out, but tissue was inverting while attempting to remove. They finally got the device to release and the proximal donut was incomplete. Once the surgeon uncovered the leak with air and blue dye, he looked at the anastomosis and commented that did not staple in the leak area. A covidien manual circular stapler was used successfully but the proximal donut had a very thin spot. The green gap setting was right in the middle. There was nothing unusual about the tissue.

Event description:
It was reported that during a hartman's reversal using the powered 29 mm curved circular device, the stapler seemed to fire normally. When they attempted to remove it using the 90/90 then fishtail out technique, after two complete rotations to loosen the anvil, the tissue was sticking at the staple line. After some manipulation, they got it out and the proximal donut was incomplete. A leak test showed positive. The bowel transacted distal to the anastomosis and it was redone with a competitive device. The anastomosis was completed, and they closed the patient. The procedure was delayed for sixty minutes and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information provided: according to the surgeon, on the right side of the anastomosis, the device did not lay down 20% of the staples so there was a gap; part of the circumference had no staples. When asked where in the green range the device was fired, the surgeon responded that it is usually in the middle to bottom depending on thickness tissue. He did not notice anything unusual during the firing or with the purse string. When asked if there were any concerns about tension of anything that made the case more difficult in his opinion including chemotherapy or radiation, the surgeon responded that there was not anything noteworthy; no tension, case was a robotic resection. He used a ¿pursestringer¿ with 3-0 vicryl to create the purse string. He was able to successfully redo the anastomosis with a competitive device. When asked about the donuts and washer, the surgeon commented that if he remembers correctly, one donut was incomplete. The patient is fine and did not have any further issues.